Manufacturer narrative:
The 25-gauge rfid laser probe was received and a visual assessment of the returned sample showed a non-conforming tip. Excess adhesive-like material was found adhered to the cannula. The reported event was replicated. It should be noted that the laser probe handpiece and cannula are checked for excess glue during manufacturing. The 25-gauge rfid laser probe was packaged on november 14, 2018. There were (B)(4)paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the adhesive-like material adhered on the cannula. However, how or when it became nonconforming could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the laser probe shaft would not fit into the trocar. The shaft of the probe appeared to be deformed. An alternate laser probe was used to complete the case. There was no patient harm.